Event description:
The surgeon had performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2011. About seven months after the surgery, the patient came in for a follow-up with a swollen knee and joint pain. The surgeon evaluated the knee, observed it was full of blood, and subsequently drained the knee. Tests for infection were negative and x-rays showed no indication of implant alignment issues, but the surgeon decided to proper course of action was to convert to a total knee procedure. During the procedure on (B)(6) 2012, the surgeon noted no looseness of the femoral or tibial implant components, but did observe the patient's synovium was blood-stained.

Manufacturer narrative:
As part of normal complaint follow-up an evaluation was performed by mako surgical with regard to the event. The surgeon stated that common causes for blood in the synovium are infection, loosening, trauma, or an allergic reaction. The first three possible causes were ruled out. The surgeon concluded that the patient might have a nickel allergy that was causing these reactions. He converted to smith & nephew's oxonium total knee system.